Manufacturer narrative:
Device serial number unavailable. A manufacturer representative went to the site to test the equipment. The system's emitter field generator was replaced. The navigation system then passed the system checkout and was found to be fully functional. The emitter field generator was returned to the manufacturer for further evaluation. Through visual/physical examination and functional testing, the reported issue was unable to be replicated. Upon initial connection, the unit was tracking normal. The emitter field generator was left connected to a known good test system for 72 hours and tracking remained consistent throughout the duration of testing. There was no failure found with the returned emitter field generator. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the emitter was not working intraoperatively. The site replaced it with another system¿s emitter which worked correctly. There was a minimal delay (less than 1 hour) due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: serial number provided. If information is provided in the future, a supplemental report will be issued.